Event description:
A malfunction alarm, identified as malfunction code 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level as it remained within safe limits. Technical support provided the customer with information on how to reset the pump and assisted with the process. After resetting, the issue did not recur, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction happened again, and they acknowledged this instruction.